Manufacturer narrative:
Pending evaluation.

Event description:
As reported, this patient had a tka on (B)(6) 2019 performed by dr. (B)(6). The patient presented with pain and synovitis and was revised on (B)(6) 2022 and a new insert was placed. Only mild wear was noted. The patient had good rom and was last known to be in stable condition.

Manufacturer narrative:
H3: the reason for the pain and synovitis leading to the revision reported cannot be determined from the information provided but does not appear to be related to prosthesis wear as the provided images appear unremarkable. However, this cannot be confirmed as the devices were not returned for evaluation. A contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. D10: 02-020-11-0340 - truliant ps cem fem ps cem right sz 4 5972889. 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t 6151122. 200-02-35 - three peg patella 35mm 6161992. 201-78-15 - holding pin mini sharp point 4 pk 5967752. Correctional/removal number: z-0023-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 clinical code, impact code, problem code and component code.